Event description:
It was reported that the device was asleep and had to be used with both the ventricular and atrial leads in order to work. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, no anomalies found.